Manufacturer narrative:
(B)(4). Approximate age of device - 2 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented (B)(6) 2017 with low hemoglobin and dark stools. The source of the bleeding on the endoscopy and colonoscopy was only polyps. A capsule study performed was negative. A blood transfusion was given. The patient was taken off aspirin (asa) due to allergy. On (B)(6) 2017, the patient presented with high lactate dehydrogenase (ldh) and suspected thrombosis and was medically managed. Asa was re-attempted. On (B)(6) 2017, ldh was high again. The patient refused to undergo a pump exchange. The patient was symptomatic and was being maintained on coumadin and ticagrelor. The patient was stable and was discharged to home. No additional information was provided.

Manufacturer narrative:
The report of suspected thrombus could not be confirmed through this evaluation. A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Thrombus, hemolysis and bleeding are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.